Event description:
It was reported by the customer that the picture disappeared while performing a white balance at the beginning of surgery . Further the customer reports that the camera has been used for six months and a competitor camera was used to complete the surgery.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported by the customer that the picture disappeared while performing a white balance at the beginning of surgery. Further the customer reports that the camera has been used for six months and a competitor camera was used to complete the surgery.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The camera control unit (ccu) had a bad electrical component on the digital board creating the reported failure mode. After the component was replaced on the digital board, the ccu was inspected and the unit passed all the functional tests. The root cause was traced to an electrical component failure on digital board. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.